Manufacturer narrative:
Correction: please retract report MFR# 2017865-2021-39527 as the complaint is not related to this device and there were no allegations of malfunction.

Event description:
Related manufacture reference number: 2017865-2021-38713. It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited oversensing resulting in inappropriate mode switch episodes. No interventions were performed. The patient was is in stable condition.